Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals in two stored episodes. It was suspected the noise was from a medical procedure and/or electromagnetic interference (emi). This crt-p remains in service. No adverse patient effects were reported. Additional information was received. It was reported that this crt-p exhibited oversensing. The cause of the noise was not confirmed. This crt-p was explanted and replaced. No additional adverse patient effects were reported.